Event description:
It was reported that the pump motor is not running. No patient injury was reported.

Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. D10: device available for evaluation: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional tests were performed. The customer reported problem was not related to any previous repair. Visual inspection of the device found cracked and chipped out on both front corners of top case, cracked on right plunger case also contamination on interconnect board, power supply, barrel clamp assembly and missing battery. There was no evidence of the error found in the event history log (unable to access due to power up problem). The customer reported problem was verified/duplicated. During the investigation contamination was found on the whole bottom case, interconnect board, power supply and main board, which was the cause of the reported problem. The pump was determined beyond economically to repair so no corrective or preventative action was taken. The root cause of the reported problem was traced to user interface and customer damage. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation., corrected data: correction: d4: model number: 4000.